Manufacturer narrative:
Investigation summary: 2,1 expansion chamber does not work/leak in expansion chamber. According to jfrl report, expansion chamber worked properly in both samples. Liquid has been found inside of each expansion chamber. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(4) supplier. Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed in according to ph-300 current version. Visual inspections for protector and membrane are performed by the operator. Burrs, unfilled parts, particles, dirty, burned parts, incorrect color, etc. Critical to quality dimensions of all protectors housing are measured. Hole of the needle (go/no go gauge). Snap fit diameter (pass/no pass gauge) this is a critical dimension for protector grips that indicates the degree of fixing to the vial. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure.-film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrofobic filter leakage is performed to verify that no leaks are present in the filter. According to pc-226 all phaseal products are tested in order to verify that there is no leakage at the membrane. Conclusion: expansion chamber worked properly in both samples. However, in both of them, liquid has been found inside the expansion chamber. To take into account: in case of the protector is used more than once, liquid of the vial can be accumulated over the filter oversaturating it. An overpressure is created around the hydrophobic filter and no air can be released to the expansion chamber. This can produces significant resistance to inject the air into the vial. On the other hand, in case of liquid was accumulated in the internal face of the vial rubber stopper, it can pass through the protector cannula and be accumulated over filter causing the same effect (resistance to inject the air and leaks into the expansion chamber in case of overpressure). It is recommended to carefully follow the instructions explained in IFU (dgp102). Please, play attention to points 4 and 5. 4. Keeping the vial upright, push the air or the diluent into the vial. The expansion chamber will inflate. 5. Invert the system and withdraw the drug into the syringe. The expansion chamber will deflate. If the vial is inverted when the air it pushed inside, it will be created an overpressure which probably caused a leakage trough the hydrophobic filter. As previously explained, once the filter is wet there is a resistance to inject the air. Properly expansion of the chamber and correct welding of the membrane are verified during manufacturing process (ph-302 current version). No qns have been found during DHR review. No leakage has been found in tested sample during manufacturing process. Root cause description: bad handling seems the most possible root cause. Rationale: based on information above and taking into account the severity and frequency of the defect (according to ps-001) it was determined that no CAPA is required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd phaseal" system protector n35j closed system transfer malfunctioned and drug entered the bladder. Found during use. No serious injury or medical intervention noted.